Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a small stitch abscess was found on top of the lead implant site. As a result, patient was treated with oral medication to resolve the issue.

Manufacturer narrative:
A small stitch abscess was found on top of the lead implant site was reported to abbott. However, no explanted products were returned for analysis. Medication was administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.